Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and device noted noise during provacative maneuvers at the last follow-up. X-ray did not reveal any evidence of lead damage. It was indicated there was no impact to therapy delivery. As a routine device replacement procedure was scheduled, the device was explanted and the ra lead was surgically abandoned. A new device and ra lead were successfully implanted. No additional adverse patient effects were reported.